Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on new detail from the user facility regarding the event. Olympus was informed that during a colonoscopy with polypectomy, the loop prematurely came off the ligating device and lodged inside the olympus gif-190 endoscope. The polypectomy was completed using a hot snare device. After the user facility reprocessed the endoscope using a mixture of olympus and third party items, including a single-use third party brush made by us endoscopy, the endoscope was used in a second colonoscopy procedure during which the retained loop was pushed out of the endoscope by a snare device. The dislodged loop fell into the second patient and was not retrieved. There was no reported further incident or adverse event with either patient. After the event, olympus personnel were dispatched to the site to provide retraining on proper use of the device and on scope reprocessing.

Manufacturer narrative:
The reported device was not returned to olympus for evaluation, so the cause of the reported complaint cannot be confirmed. Despite multiple followup attempts, no further detail is available regarding what exact part broke off the ligating device, the make or compatibility of the endoscope involved, the reprocessing of the endoscope, types of procedures, or any further impact to either patient. To mitigate against damage, the instruction manual for the ligating device states, ¿use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient or operator injury, malfunction and/or equipment damage may result.¿ ¿do not insert the instrument into the endoscope if the loop is not completely retracted into the tube sheath.¿ and ¿do not force the instrument if resistance to insertion is encountered.¿ the instruction manual also states, ¿always have a spare instrument available¿ and ¿use this instrument in an environment equipped to accommodate open surgery and have the hospitalization plan prepared in case any problem occurs that may not be resolved endoscopically.¿ the instruction manual also contains steps for pre-procedure visual and tactile inspection of the device.

Event description:
Olympus was informed that during an unknown procedure involving an unknown make and model endoscope, a part of the distal end of the olympus ligating device broke and lodged inside the endoscope. After the user facility reprocessed the endoscope using an unknown process and third party brush made by us endoscopy, the endoscope was used in a second procedure during which the broken off piece of olympus ligating device was pushed into the second patient. The broken off piece was retrieved with no further reported incident or adverse event.